Event description:
It is reported that a customer has been using the bolus wizard to treat their blood glucose and adjust their food corrections but the bolus history does not show any carbohydrates from previous boluses. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was educated on the proper use and method of using the bolus. No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.